Event description:
FDA medwatch form received states: it was reported that this left ventricular (lv) lead was suspected to be fractured, causing the system to exhibit high out of range pacing impedance measurements of greater than 2000 ohms on the lv channel. The system was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5186539. A complete UDI is not available as product information was not provided.